Event description:
During the procedure, the physician ablated in the coronary sinus ostium a few times with power set at 40watts. At the end of the procedure, the patient felt sick. The patient was suffering from a pericardial effusion. The patient was brought back into the operating room. A pericardial puncture was performed on the patient. Approximately 800 ml of blood was removed. The patient was transferred to the intensive care. The patient was in recovery but remains under observation.

Manufacturer narrative:
(B)(4). It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.